Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device needed to change filters every 2 weeks due to black particles being found in them. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. And observed the dirt. The customer complaint was not reproduced. There was one error has been identified. In box g: 510k is updated. In box h: manufacture date, device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device needed to change filters every 2 weeks due to black particles being found in them. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.